Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. This report was submitted on (B)(4) 2015, prior to the due date. However, due to issues with the FDA gateway, the report was not received by the FDA. Under the direction of the FDA, this is being resubmitted.

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4).